Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v038980, implanted: (B)(6) 2007, product type: lead. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. (B)(4).

Event description:
The patient via the manufacturer representative reported that the device was no longer working for her and was scheduling an appointment with the healthcare professional to discuss the device. There were no patient symptoms reported. The event occurred during product use and the indication for use was urinary dysfunction/sacral nerve stimulation. No outcome or intervention was reported regarding this event. Further follow- up is being conducted to obtain information. If additional information is received, a follow- up report will be sent.

Event description:
Additional information from the consumer reported that they tried new batteries in the remote but the internal device still did not work. The patient could not recall any circumstances that led to the device not working.